Event description:
According to the complainant: patient had hydrothermal ablation in 2005. A few days later, patient returned to physician office with complaints of pain. Physcian stated patient had burn (mild 2nd degree) on posterior vaginal wall and was treated with silvadene cream.

Manufacturer narrative:
There were no records found relating to the return or repair of this unit. A device evaluation could not be performed. A review of our complaint database revealed no similar complaints.